Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that they were able to check the patient's implant battery and saw that the implant battery had run out and was no longer working. They confirmed they meant the implant battery had reached end of service(eos). They stated this was not normal eos and that the implant battery ran out quicker than the healthcare provider (hcp) had told the patient it would. After the implant battery had depleted, the patient's symptoms had been getting bad enough that having a replacement battery wasn't something they could put the patient through. They inquired what to do with the deceased patient's patient programmer. The patient's relevant medical history included that the patient's death was not device related. The patient's death was probably related to parkinson's disease and the patient had the device for parkinson's. They stated the patient never had tremors as a parkinson's symptom but had a right foot drag and the device worked quite well for patient.

Event description:
Additional information received from the healthcare provider (hcp) reported they were unaware of the situation and hadn't seen the patient since on (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.